Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to connect a connector to the ilet, despite attempts by the user and a family member, and minor bleeding from the hand occurred during handling; replacing the connector resolved the issue, and a return of the faulty connector was initiated for retrieval. Symptoms included minor bleeding at the hand. Outcomes included product replacement and no reported alarms, with blood glucose noted as stable at 88 mg/dl and no medical intervention or hospitalization reported. Investigation included collection of the allegedly faulty connector for evaluation. Investigation of this case revealed a suspected connector malfunction affecting the device¿s external connection component, with normal function restored upon use of a new connector. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the connector.